Event description:
It was reported that a female patient who underwent breast augmentation with 250cc mentor memorygel breast implants experienced bilateral baker grade ii capsular contracture post procedure. As a result, an explant was performed on an unknown date. See 1645337-2023-00252 for contralateral prosthesis report.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on january 20, 2023. The investigation of the impacted product was completed by the failure analysis lab on february 6, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, a crease/fold was observed on the edges of the rupture. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4). On january 17, 2023 mentor became aware that the implant an explant dates were erroneously omitted from the initial report submitted despite being made available. The device was implanted on (B)(6) 2010. The device was explanted and replaced with a 275cc mentor memorygel breast implant on (B)(6) 2022. The procedure was a breast augmentation revision.